Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particles in the humidifier chamber. The patient states they are cleaning the device with light soap and distilled water. The patient alleges after letting the device run for 4 hours there were little plastic piece in the water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the manufacturer previously received information alleging visualization of white particles in the humidifier chamber. The patient states they are cleaning the device with light soap and distillated water. The patient alleges after letting the device run for 4 hours there were little plastic piece in the water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.